Event description:
The below report was received by health authority (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("backache") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced back pain (seriousness criterion medically important), depression ("depression"), dyspnoea ("breathlessness"), tooth loss ("loss of teeth"), fatigue ("chronic fatigue"), visual impairment ("decreased vision") and premature menopause ("premature menopause"). An unknown time later she experienced disturbance in attention ("loss of concentration") and was found to have weight decreased ("weight loss"). No causality assessment was received for essure with regard to back pain, depression, dyspnoea, tooth loss, fatigue, visual impairment, premature menopause, disturbance in attention or weight decreased. The reporter commented: divorce, loss of social, professional and family life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 19-aug-2022. The most recent information was received on 25-aug-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('backache') in a 54-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain (seriousness criterion medically significant), depression ("depression"), dyspnoea ("breathlessness"), tooth loss ("loss of teeth"), fatigue ("chronic fatigue"), visual impairment ("decreased vision") and premature menopause ("premature menopause"). On an unknown date, the patient experienced disturbance in attention ("loss of concentration") and was found to have weight decreased ("weight loss"). The reporter provided no causality assessment for back pain, depression, disturbance in attention, dyspnoea, fatigue, premature menopause, tooth loss, visual impairment and weight decreased with essure. The reporter commented: divorce, loss of social, professional and family life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.